Manufacturer narrative:
This report was determined to be duplicate information to MFR. Report # 2916596-2020-04345. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no product was returned and no images of the obstruction were submitted. Additionally, review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained data from 15:46:20 on (B)(6) 2020 through 10:07:34 on (B)(6) 2020, per the timestamps. Transient low flow fault flags were captured on (B)(6) 2020 when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.0-2.4 lpm. These faults resulted in a total of 9 low flow hazard alarms which lasted between 3 and 10 seconds, each. Despite the observed events, the pump appeared to function as intended at the set speed. The account reported that on (B)(6) 2020, the patient underwent a chest computed tomography angiography (cta) which showed moderate to severe stenosis at the origin of the heartmate (hm) 3 outflow cannula as well as between the graft and bend relief. The patient was admitted on (B)(6) 2020 for low flow alarms and dyspnea, with further planning for a possible interventional stent. The pump¿s speed was increased from 5400 rpm to 5800 rpm with mild improvement but due to the outflow graft stenosis, the patient went to the operating room (or) on (B)(6) 2020 for cleaning of outflow debris. No further low flow events were observed, and the event reportedly resolved on (B)(6) 2020. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jun2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient underwent a chest computed tomography angiography (cta) which showed moderated to severe stenosis at the origin of the hm3 outflow cannula as well as between graft and bend-relief. The patient was admitted on (B)(6) 2020 for low flow alarms and dyspnea, with further planning for possible interventional stent. The patient¿s vad speed increased form 5400 rpm to 5800 rpm with no further low flow events. No further information was provided.